Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, functional testing, dimensional verification, manufacturing instructions, drawing, instructions for use, and quality control data was conducted during the investigation. The product was not returned and no photos of the complaint device were made available, therefore physical examination of the device by the quality engineering and/or engineering departments could not be performed. The document review was performed for the stiffening cannula ((B)(4)) and the catheter ((B)(4)) in order to capture the entire failure mode. A review of device history record found no nonconformance's related to the lot for the set or for the rigid stiffener. A review of complaint history search found one more complaint associated with this lot number. It was observed that multiple quality control steps were implemented in both quality control (qc) and manufacturing instructions (mi) documents for both the stiffening cannula and the catheter. These include 100% verification that the surface of the stiffening cannula is clean with a smooth, bright surface and is free of dents. There is also 100% verification that the coating is smooth, free of bubbles, and foreign matter, and lubricity and durability are sufficient. In addition, there is an instructions for use (IFU) shipped with each device that outlines precautions that should be taken when operating the device. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Based on the available information, exact root cause of event can not be confirmed at this point. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient (s) was undergoing placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The user attempted to withdraw the stylet following catheter placement. The customer reported that the stylet was 'dented' and became caught on the catheter. The device could not be removed from the catheter. It is not known what actions were taken to address the event. There are no reported adverse patient consequences. The device is not available for evaluation. Additional event information was requested. A follow-up report will be submitted upon receipt of any additional information.